Event description:
It was reported that the user experienced overnight low blood glucose with a nadir below 40 mg/dl for a couple of hours after performing a factory reset of the ilet system, with device alerts for low and urgent low glucose and subsequent rebound to 215 mg/dl after consuming carbohydrates. Symptoms included nausea. Outcomes included no hospitalization, no professional medical intervention, and no need for assistance. Investigation included user education and troubleshooting regarding potential causes of hypoglycemia and discussion to review prevention strategies with a healthcare professional. Investigation of this case revealed an unclear cause of hypoglycemia, with the timing relative to a factory reset noted and no device malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.